Event description:
It was learned through patient support center and medical records that a patient with a 25mm 3300tfx aortic valve has been evaluated for reintervention due to severe-critical aortic stenosis after an implant duration of five (5) years. Per medical records, the patient was recently admitted for syncopal episode and bradycardia/chb status post a permanent pacemaker. Echo documented severe bioprosthetic aortic valve stenosis. Tte demonstrate critical stenosis with high gradients (67 mmhg, vmax 5.29 m/s). No intervention was planned at this time.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h6 (health effect - clinical code, type of investigation). H11: corrected data: corrected section h6 (health effect - impact code).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support center that a patient with a 25mm 3300tfx aortic valve exhibited aortic stenosis after an implant duration of five (5) years. Per the patient, he is now 'in talks with his cardiac team about having a possible valve procedure.'